Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the coil was returned for analysis. Visual inspection was performed and blood was found in the coil and few fibers probably due to the damaged coil. The coil was inspected and was found kinked, stretched and with the interlocking arm section broken. Microscopic inspection of the coil zap tip was done and no damaged was noted. Dimensional inspection revealed that most of the dimensions that could be measured were found to be in specification and fibers were found out of specification due to the damage in the coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states the use of a continuous flush in order to prevent this complications. Also when a lot of friction is detected during the procedure the coil should be withdraw or the whole system including the catheter if the coil resistance is encountered during the retrieving of the coil. (B)(4).

Event description:
It was reported that premature deployment occurred. The target lesion was located in the gastroduodenal artery (gda). Another coil was being placed previously, and a 3 mm x 12 cm interlock was the second one. However, a little bit of resistance was noted when the device was being pushed forward. Then, the physician tried to release the catheter but the coil would not release and would go out in the catheter. An attempt was made to pull back the coil and at that point, the coil was noted to release on its own and was separated. A snare was used to grab the device that had unraveled and pulled it out. The procedure was completed with a different device. No further patient complications reported and patient¿s condition was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that premature deployment occurred. The target lesion was located in the gastroduodenal artery (gda). Another coil was being placed previously, and a 3mmx12cm interlock¿ was the second one. However, a little bit of resistance was noted when the device was being pushed forward. Then, the physician tried to release the catheter but the coil would not release and would go out in the catheter. An attempt was made to pull back the coil and at that point, the coil was noted to release on its own and was separated. A snare was used to grab the device that had unraveled and pulled it out. The procedure was completed with a different device. No further patient complications reported and patient¿s condition was fine.